Event description:
A patient arrived complaining of possible particulate in his eye. The doctor performed a slit lamp exam and located a rust ring on the patient's eye. The alger ii device was brought to brush away the rust ring. As the doctor started to brush the eye it was noted that the brush was wobbling and that unstained tissue might be damaged if he continued treatment. The procedure was stopped and the patient was referred to an ophthalmologist.